Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient was installed PICC on (B)(6) 2026 for chemotherapy, on (B)(6) 2026 goes to outpatient chemotherapy for treatment administration and there is evidence of displacement of 12 cm and upon salinization of the catheter, a rupture (hole) is observed in the catheter between 0 and 2 cm, so the device is removed, without incidents. There was no patient injury.